Event description:
It was reported that the 9900 system will not boot. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive, reloaded software and reloaded system configuration. The system was tested and found to be working as intended and placed back into service.